Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the complaint history, instruction for use (IFU), manufacturing instructions (mi), quality control (qc), trends, and a visual inspection of the returned photo images were conducted. Information provided stated that the ansel sheath hub dislocated. A review of records found no other complaints have been reported involving the provided lot 6718786. The actual product was not returned, based on the information provided. We are unable to determine the root cause of this issue. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred.

Event description:
Information was provided that during an unknown treatment procedure, the ansel sheath hub dislocated. Although requested, no additional information was provided regarding the event nor patient outcome.